Event description:
During a refill, they were having difficulty accessing the center port. They only felt metal. It was determined that the pump was flipped. There was no therapy or medical problem for the patient. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).